Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information on how to reset it. After the reset, the malfunction did not recur, and the customer continued using the pump.